Event description:
Information received from the field notes that during the autopsy, the ventricular lead was found to have dislodged and migrating toward the atrium. The coroner felt that the lead was not dislodged by his intervention. He also stated that the cuts on the lead were probably made by him during the autopsy. Same day and next day post implant follow-ups showed normal thresholds.